Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump received with normal operating currents, no unexpected battery failed alarm during testing noted. Unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that she was unable to enter her carbohydrates. She took the battery out and the insulin pump alarmed failed battery test. The insulin pump also alarmed button error. The buttons were unresponsive after the insulin pump was exposed to moisture. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.